Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and a blood glucose reading of 560 mg/dl. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer did not have another infusion set to perform the test a second time. The insulin pump programming was correct.